Event description:
It is alleged that during a case the tip of the 13mm cautery blade popped off into the pt. It was reported that the blade was retrieved and the case was completed with no adverse effects to the pt.